Event description:
The customer reported that the therapy switch on the heartstart xl was not responding. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.